Event description:
In 2008, the patient reported that she received an e10 (cartridge error) while attempting to prime the infusion set. The patient was assisted with the change cartridge procedure and she was able to prime the infusion tubing successfully. She reported that there was an air bubble in the insulin cartridge. She was advised to prime the air bubble out of the system. The patient refused to do, so stating she did not want to waste insulin. She stated the insulin was at room temperature when the cartridge was filled. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.